Manufacturer narrative:
As received, the device was returned for analysis. Visual inspection of the device revealed the can was swollen and bubbling under the parylene coating, and that the device could not be interrogated. Electrical analysis on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.

Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
The patient came into the clinic for a routine follow up. Upon interrogation the device was found to be at eri. The device was explanted and replaced. Premature battery depletion was suspected. The patient is in good condition.